Event description:
Additional information received from the optometrist stated, patient inflammation has resolved and inflammation was caused by an abrasion that was not caused by the laser.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient that presented with abrasion, pain and inflammation in the left eye three days post lasik. A bandage contact lens (bcl) was inserted and the topical steroid dosage was increased. Additional information has been requested.